Manufacturer narrative:
We were unable to perform the displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clear ring at the top of the reservoir compartment keeps coming loose. The customer's blood glucose was 130 mg/dl. The customer stated that the reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.